Manufacturer narrative:
Carefusion complaint number: (B)(4) . In the event that additional information is received a follow-up report will be submitted at that time. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer reported that the ventilator generates transducer fault alarms from time to time. Also, there are times when there are no transducer fault alarms but the exhaled flow pressure transducer calibration fails. The vent was not on a patient when the reported incident occurred, so there was no harm to the patient.

Manufacturer narrative:
Results of investigation: the device/component was returned to carefusion¿s failure analysis laboratory. The representative viewed the error log and found multiple transducer faults at pt801. The unit displayed unstable peep waveforms and failed calibration testing. The reported problem was duplicated and was isolated to pt801 that has degraded.